Manufacturer narrative:
The device was received in the deployed state. No damages or deficiencies were observed that would contribute to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined. The external soft cannula was found to be torn off. The soft cannula therefore measured shorter than expected, 22.55mm in length, due to the damage to the soft cannula. However, the exact cause and timing of the damaged soft cannula could not be determined. It could not be determined whether the damage contributed to reported leaking during wear. The downloaded data does not show any timeouts or drive stalls during the run. No other damages or defects were found with the device and the cause of the reported leaking during wear could not be conclusively determined. The device was received with the adhesive pad completely attached to the bottom housing. No damages or defects were observed with the adhesive pad or the adhesive pad's welds that would result in the adhesive pad separating from the device.

Event description:
It was reported the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 5 and 24 hours. The pod adhesive was reportedly coming loose from the pod whilst being worn on the arm, causing the cannula to dislodge. The patient noted that the adhesive of the pod was moist, there was a smell of insulin and the needle site was bloody. As treatment a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.